Manufacturer narrative:
The item number and lot number of the device could not be provided, so no manufacturing evaluation could not be performed. The device remains implanted. Therefore, direct product analysis was not possible.

Event description:
The following publication was reviewed: "retrograde branched endovascular repair as a feasible option to treat complex aortic aneurysm using the retrograde branched extension limb assembling technique" received through "j vasc interv radiol 2019; 30:1956¿1963". The authors: yuan he, md, wei guo, md, jiang xiong, md, jie liu, md, et al. The article aimed to present the primary experiences in treating suprarenal aneurysms, juxtarenal aneurysms, thoracoabdominal aortic aneurysms, and aneurysms after dissection with hostile anatomical features using the retrograde branched extension limb assembling (rebel) technique. The study included 23 consecutive patients undergoing total endovascular repair with the rebel technique from august 2014 to january 2019. Twelve patients had abdominal aortic aneurysms (4 juxtarenal, 8 suprarenal), 6 had thoracoabdominal aortic aneurysms (type IV), and 5 had postdissection aneurysms. During the procedures, polytetrafluoroethylene-covered vascular prostheses or viabahn stents were chosen as the suspended bridge endografts. Reported results stated in the first patient, migration of the distal part of the suspended bridge in the right renal stent was reported at 6 months postoperatively; this patient was then successfully treated with additional bare metal balloon stenting.